Event description:
Related manufacturer reference number: 1627487-2021-00876. Related manufacturer reference number: 1627487-2021-00877. This event is being filed to report an event wherein the patients lead was explanted due to infection. The infection was successfully treated via antibiotics. This event was captured within a literature review. Date of the procedure is unknown.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s), however, no explanted products were returned for analysis. Antibiotics were administered to the patient to address the issue. Based on the documents reviewed, the source of the infection remains unknown.